Manufacturer narrative:
Correction d4 serial # should not be populated with the lot number. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a delay in the mixing process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the bone graft hardened and was not able to be injected in the patient. Step by step directions were followed based on surgical technique but the tech was having a hard time doing everything in a timely manner. A second kit was opened to treat the patient. This was a delay in surgery of approximately 5 minutes. There were no adverse consequences to the patient or the surgery.

Event description:
It was reported that the bone graft hardened and was not able to be injected in the patient. Step by step directions were followed based on surgical technique but the tech was having a hard time doing everything in a timely manner. A second kit was opened to treat the patient. This was a delay in surgery of approximately 5 minutes. There were no adverse consequences to the patient or the surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded.